Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag, most recent lot numbers 1008059 and 1009085 (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. On (B)(6) 2011, the patient was given a loading dose of vancomycin (500mg, ip) and began treatment with fortum (500mg, once daily, ip) and amikacin (250mg, once daily, ip). The root cause of the peritonitis was a break in aseptic technique. At the time of reporting, the event of peritonitis was resolving. It was not reported if the patient was retrained in aseptic technique, therefore the outcome for the event of break in aseptic technique was unknown. Dianeal pd2 ultrabag therapy continued. The patient's concomitant medications were not reported. The nurse believed that the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.